Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Review of sterilization and seal strength records related  did not identified any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset).

Event description:
Patient reported "intermittent swelling", "infections" and "pain''. Device remains implanted. This relates the right side.